Event description:
A report was received that the patient has to frequently charge their implant. The ipg's database was analyzed and the ipg was determined to deplete too quickly. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient has to frequently charge their implant. The ipg's database was analyzed and the ipg was determined to deplete too quickly. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.